Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. Information in the file states the clinical reason for explant is incorrect iol power and not aligned on the correct axis for the toric. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric (2.25cyl), 16.5 diopter lens was replaced with a toric (2.25cyl), 16.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient has vision off. The iol was exchanged for atiol lens. Clinical reason for explant mentioned as incorrect iol power and not aligned on the correct axis for the toric. There was no patient harm. Additional information has been requested.